Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient's drg lead at l4 had migrated. The issue was confirmed via x-rays, as a result, surgical intervention was undertaken where in the lead was explanted and replaced resolving the issue.